Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: lap gastric bypass. According to the reporter: the surgeon was using the device to approach the eg junction. After firing, the black bar could not be pulled back and the instrument locked in tissue. The surgeon pulled and dragged the device off tissue. Surgery time was extended by more 30 minutes.